Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No medical records or devices were returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00620205422 tm shell lot #61276385, item # 00631005032 longevity liner lot #61325837 , item # 00771100900 m/l/ stem lot #61288525. Event was initially reported on 0001822565 -2019 -02063. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the medical devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -02061, 0001822565 -2019 -02062, 0001822565 -2019 -02064.

Event description:
It was reported that a patient had a left total hip arthroplasty. Subsequently approximately ten years post op the patient is being considered for a revision procedure due to an unknown reason. Additional information was requested however, no information was available.